Event description:
A caller reported a minimum fill notification. Blood glucose levels remained between 54-500 mg/dl, with no further questions required, indicating no adverse impact. The customer was instructed to reload the original cartridge, but this did not resolve the issue. Ultimately, the pump was replaced due to a fit issue that could not be further troubleshot.